Manufacturer narrative:
(B)(4). Batch # n56h0n. The analysis found that one ec45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were not reviewed as the batch/lot number was not provided. Additional information requested, but not yet obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What color cartridge was being used?

Event description:
It was reported that during a laparoscopic colon procedure, could not be opened instrument after firing, took new instrument, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No adverse consequences for the patient were reported. No further information is available.